Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure,cannot read with these lenses, distance is great. Symptoms were continuing. There was no patient harm. Additional information was requested and received patient can read (20/25) up close without correction with both eyes open holding the near card at the proper distance, patient cannot see up close well, but objectively measures are good. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating having rings at night, distance vision is very good, near vision symptoms are still continuing. Patient was using +2.50 readers.

Manufacturer narrative:
Correction information was provided in b.5. , b.6. And h.6. The manufacturer internal reference number is: (B)(4).